Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy effluent. Dianeal therapies were discontinued. It was not reported if the patient was hospitalized for the event. Two days after onset, the patient began treatment with intraperitoneal mirocef (1 gram once daily for six days) and intraperitoneal vancomycin (2 grams once daily for one day) for the peritonitis. One day after discontinuation of treatment with mirocef, the patient began treatment with intraperitoneal garamicin (80mg once daily for 25 days) and intraperitoneal ciprinol (40mg twice daily for 25 days) for the peritonitis. The patient was reported to have recovered from the peritonitis event. Additional information is not available at this time.